Event description:
Inbound call from (B)(6), spoke with patient¿s sister who stated that the battery died and pump sn (B)(4) stopped and lost its programming. Pump was in use at the time of failure and patient's medication was interrupted for about 1 hour. Called contacted assigned cn ss and successfully switched to back up pump which is functioning properly. No clinical injuries reported. No worsening of symptoms or adverse event reported. Did reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replaced device? Yes. Reported to (B)(6) by patient/caregiver.